Manufacturer narrative:
Per additional information, the perceived root cause was noted as ¿retrospectively the doctors believe that the sheath got caught on the clip¿ the sheath was returned to edwards lifesciences for evaluation after being used in the procedure, with a dilator fully inserted through it. Per visual inspection, the sheath shaft was not expanded. Wrinkles were observed on the liner toward distal end. The sheath tip was partially opened and there was a slight split at distal tip. Due to the returned condition of the device (tip partially opened) and the nature of the complaint (sheath insertion difficulty and split tip), no relevant dimensional or functional testing could be performed. Review of lot history for the related work order revealed no other complaints for ¿sheath distal tip ¿ split¿ or ¿sheath shaft ¿ insertion difficulty-in patient¿. A review of complaint history from september 2017 to august 2018 for the esheath (all models and sizes) revealed similar complaints for the complaint code ¿sheath distal tip ¿ split.  Complaints were confirmed, but no potential manufacturing non-conformance that would have contributed to the complaints were identified during the investigations. Available information suggested that patient factors and/or procedural factors may have contributed to the complaint events. Review of complaint history revealed that the occurrence rate did not exceed the august 2018 control limit for the trend category ¿damaged¿. A review of complaint history from september 2017 to august 2018 for the esheath (all models and sizes) revealed similar returned devices for the complaint code ¿sheath shaft ¿ insertion difficulty-in patient¿. The complaints were confirmed, but no potential manufacturing nonconformance that would have contributed to the complaints were identified during the investigations. Available information suggested that patient factors (access vessel calcification/tortuosity) may have contributed to the complaint events. Review of complaint history revealed that the occurrence rate did not exceed the august 2018 control limit for the trend category ¿insertion difficulty-in patient¿. The work orders related to the manufacturing of the devices and components that could potentially contribute to the complaints. The review did not reveal any manufacturing related issues that would have contributed to the complaints. Instructions for use (IFU) for the esheath with sapien 3 IFU, ce, device preparation training manual, and procedural training manual were reviewed for guidance involving esheath and delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified.  During the manufacturing process, the sheath shaft components were 100% visually inspected for the following soft tip ID dimension, ID scratches in the liner expansion pathway, and tears in the soft tip. During the manufacturing process, the esheath final assemblies were 100% visually inspected by both manufacturing and quality. Furthermore, after sterilization, sample devices from each lot tested and inspected during product verification (pv) testing. The verification includes expander insertion force testing, after which the sheath tip is inspected for fragments. The inspections and tests described above support that it is unlikely a manufacturing non-conformance contributed to the reported complaint. The complaints for ¿sheath distal tip ¿ split¿ and ¿sheath shaft ¿ insertion difficulty-in patient¿ were confirmed based on visual inspection (sheath tip split, sheath liner wrinkled at the distal end). No manufacturing non-conformances were identified in the returned devices. Furthermore, based on a review of the DHR, lot history, and complaint history, there was no indication that a manufacturing non-conformance contributed to the reported event. A review of manufacturing mitigation supports that the esheath shaft has proper inspections in place to detect issues related to the reported events. Additionally, a review of the IFU and training manual revealed no deficiencies. It is possible that patient factors may have contributed to the complaints. As noted in the training manual, ¿push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification¿. The patient¿s access vessel was reported by the complaint site to have tortuosity. Tortuous patient anatomy can create sub-optimal angles that could result in a difficult pathway for insertion of the sheath. Although characterization of access vessel calcification was not provided, if there were calcification in the access vessel, this could have further contributed to the sheath insertion difficulty. Subsequent device manipulation to advance the sheath could then have damaged the sheath tip, resulting in the slight split observed. It is additionally possible that procedural factors contributed to the complaints. The patient had an existing ¿metalclip implanted¿ and, per the investigational follow-up, ¿retrospectively, the doctors believe that the sheath got caught on the clip.¿ if the sheath got caught on the clip, this would have created difficulty during sheath insertion and the force applied to overcome the perceived insertion difficulty could have damaged the sheath tip, creating the split. As such, available information supports that patient (access vessel tortuosity) and/or procedural factors (sheath caught on existing implant) may have contributed to the reported events. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  No manufacturing non-conformances or labeling/IFU/training deficiencies were identified, therefore no corrective/preventative actions are required. Since no product non-conformance was identified and the complaint rates for the relevant trend categories did not exceed their monthly control limits, a product risk assessment (pra) is not required. The complaints for ¿sheath distal tip ¿ split¿ and ¿sheath shaft ¿ insertion difficulty-in patient¿ were confirmed. No manufacturing non-conformances were found in the returned device. Available information suggests that patient (access vessel tortuosity) and/or procedural factors (sheath caught on existing implant) may have contributed to the reported events. No labeling or IFU inadequacies have been identified and the complaint rates for the relevant trend categories did not exceed their respective monthly control limits. As such, no corrective or preventative action is required at this time.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
As reported by our affiliates in (B)(4), and as seen during pre-decontamination evaluation, the sheath distal tip was split. During the 26mm sapien 3 case by transfemoral (tf) approach in aortic position, it was not successful to track the commander and valve through the vasculature. Therefore the valve was retrieved back into the e-sheath and the whole system including the e-sheath were removed together. The femoral artery showed tortuosity. With a 16f sheath, the valve was then successfully implanted. The patient was doing well post procedure.